Event description:
Customer unable to provide any other info than the alarm is broken. The date the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned products revealed that when the alarm was tested with a known working sensor belt, the alarm passed functional tests performed. However, when the alarm was tested with the returned sensor belt, the alarm turned on/off when the belt was moved. No physical damage was observed. The returned sensor belt was retested with a known working alarm, but the results remain the same. The tests reveal that the sensor wires are broken. (B)(4).